Event description:
It was reported that during ureteroscopy procedure for kidney stone the laser fiber broke shortly upon insertion into the working channel of the ureteroscope. The procedure was successfully completed using another of the same device. There was no patient complication.

Manufacturer narrative:
Boston scientific concludes that the reported performance allegation in this complaint has not been confirmed, as the product was not returned for analysis. Without a returned device, no physical or visual analysis of the product could be performed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during ureteroscopy procedure for kidney stone the laser fiber broke shortly upon insertion into the working channel of the ureteroscope. The procedure was successfully completed using another of the same device. There was no patient complication.